Event description:
Same event as MFR report #: 2134265-2008-03557 and 2134265-2008-04147. Reportability changed based on product analysis. It was reported that during a drug-eluting stenting treatment procedure, difficulty crossing the lesion was encountered. The severely calcified and 95% stenosed lesion was located in the severely tortuous left circumflex (lcx). Ivus was used during the procedure, and the access site was the femoral artery. Flushing was maintained during the procedure. The vessel diameter was 3mm, and pre-dilation was performed. The 12 x 3.00mm taxus liberte drug-eluting stent could not cross the lesion. The procedure was completed with 5 taxus liberte stents being deployed, and patient status was reported as 'good.' Returned product analysis revealed distal stent damage.

Manufacturer narrative:
Visual examination of the unit revealed damage to the distal edge of the stent. The distal stent struts measured with a snap gauge were approximately 0.76mm above the normal stent position. This type of damage is consistent with the delivery system encountering some form of restriction. A recommended sized guidewire was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A device history records review showed no anomalies related to the complaint. Operational context is the most probable root cause. This is due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.bsc ID# a00094065/tw# 625105